Event description:
It was reported that during a holep (holmium laser enucleation of the prostate) procedure, the morcellator power unit failed and a visual message displayed on the screen; 'caution! "Power control" device error! Also, the visual message advising user to contact a service technician. There are no reports of injuries or unacceptable risks; however, the client reports that the "power control error" issue caused a delay of approximately one and a half hours and required an additional medical procedure using a bipolar electrode to remove the tissue instead of the morcellator.

Manufacturer narrative:
Due to the delay and the additional medical intervention, richard wolf gmbh classify this case as a reportable serious injury.